Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. No further information was reported.

Event description:
New information states that patient presented for procedure to resolve the noise issue on the right ventricular lead. During the procedure, the physician decided to implant a leadless pacemaker. The old device and the leads were made inactive on (B)(6) 2019 and remained implanted. The procedure was completed successfully.

Event description:
New information states that subclavian crush was noted. The patient was pacer dependent. Device was explanted and leadless pacemaker was implanted. The patient was in a stable condition.